Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. The customer had treated low blood glucose with tea and carbs. Customer¿s blood glucose level was 110 mg/dl and 52 mg/dl. It was reported that customer had problem with sensor and customer received a change sensor alert after consecutive calibration not accepted alerts. The customer stated that no need to troubleshoot for low readings. Customer had was experienced a low when customer got the calibration not accepted alert. Customer had contacted healthcare professionals and educator and was told that there is not threshold suspend on auto mode in the pump and was advised that microbolus should stop during a low. Customer had blood glucose levels of 49 mg/dl and the pump was still working. The product was not returned for analysis.